Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with the jaws slightly misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 16 conforming clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on initial use clips did not feed into jaws correctly. Case completed with another device of the same product code. There were no patient consequences reported.